Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v806787, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient lost 80 pounds and the implantable neurostimulator (ins) was protruding, which caused discomfort at the ins site. These issues gradually came on ¿about four months ago.¿ the ins had worked well since implant, but it had to be replaced because of the patient¿s weight loss. The patient was on oral medication for her pain. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4)